Manufacturer narrative:
The investigation revealed that corrosion was found on the motor board near the hand piece motor circuit. It appeared saline had dripped into the unit where the top cover meets the front bezel and created an electrical short on the main board. The short activated the motor circuits and thus the resecting device triggered by itself. Given the event description and condition of the returned device, the cause was traced back to component failure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a symphion controller was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure and outside the patient, the symphion resecting device started resecting immediately after connecting it into the symphion controller. The resecting device was inserted through the endoscope while the resecting device was activated in order to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.